Manufacturer narrative:
Physio-control service technician replaced the system pcb assembly and proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Physio-control failure analysis center further evaluated the system pcb assembly and observed that the crystal on the single board computer, designator y1, would intermittently fail to oscillate which caused the device to not complete its boot up cycle.

Event description:
A customer contacted physio-control to report that their device would not complete its initial boot-up cycle when powered on, and it would display a blank screen. There was no patient associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not complete its initial boot-up cycle when powered on, and it would display a blank screen. There was no patient associated with the reported event.